Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device, during initial drain. The home patient (hp) was connected at the time of the alarm. During troubleshooting; it was noted there was a hole in the patient line. The technical service representative (tsr) explained the alarm to the hp. The hp will complete therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that there was a hole in the patient line, which is a known cause of this alarm. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.